Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 309328, lot# 0205816370, implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead. Product ID: 309328, lot# 0205598913, implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: extension. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: extension. Refer to manufacturer report #3004209178-2016-07369. The patient had another system that was removed for the same reason.

Event description:
The healthcare professional, via the manufacturer representative, reported there was an infection and the system was removed. The issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.